Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. On 23-aug-2017, the customer reported to the getinge field service engineer (fse) that all the batteries in the iabps have been replaced. Therefore, the unit is now cleared for clinical use.

Event description:
During the solenoid driver and gasket retrofit field actions, the intra-aortic balloon pump (iabp) unit failed the battery run time test. The getinge field service engineer (fse) informed the customer that the unit should not be returned to service until batteries are replaced. There was no patient involved, thus no adverse event was reported.